Manufacturer narrative:
This is one of two manufacturing report numbers submitted for this case. Please reference report number no: 2015691-2018-04704.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). This is one of two manufacturer reports being submitted for this case.  Please reference related manufacturer report no: (B)(4) manufacture number (will received after -1 was sent) no follow up MDR required. Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, difficulty during the valve alignment occurred, and the valve was deployed while not between the markers leading to embolization. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by a field clinical specialist, a 29 mm s3 valve was implanted in the aortic position via transfemoral approach. The commander failed to align properly in aorta remained several millimeters proximal to distal marker. Implanter decided to deploy despite poor alignment. Valve partially deployed until commander delivery balloon watermelon seeded into ventricle. Implanter successfully pulled partially deployed s3 valve into descending aorta and successfully and safely deployed s3 valve there. Prepared and delivered 2nd s3 valve 29 mm in aortic position via transfemoral approach on 2nd commander delivery system with good result.